Event description:
Issue with epidural catheter from epidural kit lot# 33f24g0577. Unable to thread catheter through touhy needle after obtaining appropriate loss of resistance in the epidural space. Prior to the procedure, threaded the catheter through the touhy needle without issue. Switched to a different catheter and able to thread through the touhy without issue.